Event description:
Per the clinic, the patient developed an infection at the implant site. On (B)(6) 2013, the patient underwent revision surgery during which the area was debrided and treated with topical antibiotics. As of (B)(4) 2013, the patient's implanted site has reportedly healed. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.